Manufacturer narrative:
(B)(4) labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into arm on (B)(6) 2024. On (B)(6) 2024, the pediatric patient experienced a skin reaction with inflammation and infection under entire patch area. The patient's arm was swollen and she experienced discomfort, so the parents took her to the hospital (around 1:00 am). There the patient was treated with tylenol (paracetamol), oral antibiotic cephalexin 10 ml twice a day for 7 days, sulfamethoxazole 20 ml every 12 hours for 10 days and a blood sugar monitoring kit was given to the patient. The patient was discharged around 3:00am the same day. At the time of the report the patient was feeling alright. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.